Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis revealed an insulation abrasion at 9.8 cm to 9.9 cm from the distal tip. The ptfe coating of the cables was normal. The damage is consistent with friction to another device. (B)(4). No complaint received with return of device. Failure (event) observed during analysis.